Event description:
A surgeon reports that a patient is complaining of not seeing well following intraocular lens implant surgery. The patient's uncrorrected distance vision was reported as 20/40. Additional information has been requested.